Manufacturer narrative:
It was reported that the touch display was broken. The failure occurred during patient transport. The device could still be operated adequately using the rotary knob. The cardiohelp was exchanged at the end of the patient transport. This complaint is reportable due to the exchange of the cardiohelp during treatment. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2022. The assembly touch foil & display were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause could be determined, because the customer did not provide further details except that it happened during patient transport. However based on the risk analysis of the cardiohelp device, the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. The device was manufactured on 2022-04-01. The device history record (DHR) of the cardiohelp was reviewed on 2023-01-05. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "touch display was broken" could be confirmed, but was not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2022-11-28. The assembly touch foil & display were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The device was manufactured on 2022-06-01. The device history record (DHR) of the cardiohelp was reviewed on 2023-01-05. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Pending information from the customer on the cause of the damage. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer reported that the touch display was broken during a patient transport. The device could still be operated adequately using the rotary knob. The cardiohelp was exchanged at the end of the patient transport. No harm to any person has been reported. Complaint ID: (B)(4).